Manufacturer narrative:
H2: correction h6 codes: correction

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced a hypoglycemic event. The patient did not provide the cgm value at the time of the onset of symptoms. The patient stated that before they went to bed their cgm was working as normal. However, it was also reported that before the patient went to sleep the cgm reading was 3.3 mmol/l, and the blood glucose reading was 8.3 mmol/l. At 01:00am the patient was feeling horrible, was presyncope, and could not control his arms which were flopping around (understood as a convulsion). The patient was treated with a glucagon injection by their brother. No further treatment was reported to be needed, and the patient did not go to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented. Per medical review, this would constitute as a serious adverse event as there was a serious injury (convulsion), and a medical intervention (glucagon treatment). No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No injury or medical intervention was reported. No additional patient or event information is available.